Event description:
It was reported that in cardiovascular anesthesia, a leak was found at the catheter and as a result, was removed form the (B)(6) male pt. The catheter was placed in the pt's right internal jugular vein, and the leak was found when changing the dressing. The catheter was removed and replaced with a new one, and there was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.